Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the impedance was low on the right atrial (ra) lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray examination and visual examination did not reveal any anomalies.